Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2014. According to the complainant, the device was inspected and tested prior to use and no issues were noted with this device. During the procedure when the physician attempted to crush the stone, the wire inside the working length broke. The basket and stone were unable to be removed and the patient was sent to surgery. The basket and stone were successfully removed from the patient, and the patient was sent to ICU. There were no other reported patient complications and patient¿s condition is reported to be stable.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the device found the wire basket assembly detached and not returned. The handle label covering the set screws was removed by the user. The coil assembly buckled in multiple places and the side car - rx presented pushback. The device was disassembled to expose the broken wire and the handle cannula connection when the handle was extended. The pullwire broken near the distal end of the handle cannula. The fractured pullwire was necked down and broken into "v" shape indicating that the wire had most likely sheared apart. The handle assembly material was found to be scratched and flakes of material were found dispersed along handle cannula. Although the customer reported lot 16257153 which was manufactured on 14 aug 2013 and expired 23 july 2014, the t-fitting on the device was found be consistent with purchased t-fitting which was replaced with in-house molded component on 06 jun 2012 per (B)(4). The in-house molded component has unique cavity identifier which is not present on this device. The yellowing of the t-fitting material and the surface damage and flaking of the handle assembly material appear to be consistent with a device produced prior to 06 jun 2012. The evaluation concluded, that upon microscopic review it was determined that the pull-wire most likely had sheared apart close to the handle cannula while the user was attempting to crush a stone. Although it cannot be determined precisely how the pull wire failed, user technique, tortuous anatomy and other procedural factors most likely contributed to the failure by causing the tensile force applied by the user to be not fully distributed throughout the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the bile duct during an endoscopic retrograde cholangiopancreotography (ercp) procedure on (B)(6) 2014. According to the complainant, the device was inspected and tested prior to use and no issues were noted with this device. During the procedure when the physician attempted to crush the stone, the wire inside the working length broke. The basket and stone were unable to be removed and the patient was sent to surgery. The basket and stone were successfully removed from the patient, and the patient was sent to ICU. There were no other reported patient complications and patient's condition is reported to be stable.